Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. Alleges cobalt and chromium ion levels are too high, blood burning, pain, and insomnia. Noted most recent metal ion lab results--chromium, plasma 4.3 ug/ml and cobalt, plasma 12.3 ug/ml. No revision date identified. Updated prod/lot for the stem from invoice. Elevated ions added to the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.